Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300's (mg/dl). Reportedly, the customer reverted to another insulin pump and administered a bolus to decrease their bg level to 156 (mg/dl). Recommendation was made to contact a health care provider to discuss diabetes management.